Event description:
It was reported that the user experienced an urgent low glucose event with a blood glucose of approximately 55¿56 mg/dl and treated the episode with oral fast-acting carbohydrate in the form of glucose gel, with no contributing factors identified and no device-specific component implicated. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with the device problem and component details limited by insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.